Event description:
It was reported that the device failed to power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure to power on. However, further extensive testing was unable to determine the cause of the failure. A replacement device was provided to customer.